Event description:
A customer reported that knife blades were found to be blunt during surgery. There was no impact to pts. It was noted that the doctor uses these knives in the government hospital and uses other knives for his private practice, and therefore, might not be used to these knives. Add'l info was received indicating that his report involved four separate procedures, however, no pt identifiers were provided. Add'l info was requested, however, none was available. This is the second of two reports for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).